Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose went up to 310 mg/dl and 330 mg/dl later. The customer's blood glucose was 521 mg/dl before going to bed. The customer gave himself a bolus. The customer discovered that his site was detached and loose. The customer stated that all of the insulin he programmed was never delivered to his body. The customer was assisted with programming a 8.9 unit bolus. The customer was advised to monitor blood glucose. The customer declined to troubleshoot for high readings.